Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed to record daily measurements over a period of 6 days. In addition, guidant received information that this implantable right ventricular lead dislodged approximately 5 days post implant. This observation was manifested by a decrease in r wave amplitude from 8.4mv to 1.8-2.3 mv, noisy signals on the ventricular channel that resulted in the generation of 6 nonsustained ventricular tachycardia episodes, and a loss of capture at 7.5 volts. Impedance measurements have been within normal limits, and the patient has not reported any symptoms.